Event description:
A registered nurse (rn) contacted (B)(6) technical care via email to report that the tego connector caps were applied on (B)(6) 2025 by ht register nurse. Patient in hemodialysis training. After terminating second treatment with tego connector cap the cap on the venous line was damaged. Ht register nurse replaced the tego cap. The patient¿s wife was unable to see that the clear part at the end of the tego cap had damage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).